Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over-torqued and the helix was bent/stretched consistent with procedural damage. The full helix extension length could not be accurately measured due to the helix being bent/stretched as received for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that visual inspection of the lead found two external insulation abrasions which breached the outer insulation and exposed the outer coil both proximal to the suture tie impression. The cause of the external insulation is consistent with friction to the device can.

Event description:
It was reported that the right ventricular lead was dislodged. The lead was explanted and replaced. No further information was available.